Manufacturer narrative:
Investigation summary: one 2000e-04 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22055097. The complaint sample was received connected to a 10ml bd posiflush syringe. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite device. As part of the feedback, the customer indicates that the occlusion was observed when the smartsite was connected to a codan extension set. Functional testing was performed by flushing the smartsite device with the already connected posiflush syringe; the piston of the smartsite opened and no occlusions or flow restrictions were detected. The sample was then connected to a 50ml bd plastipak syringe from stock and flushed with fluid; again, the piston of the smartsite opened, and no occlusions or flow restrictions were detected. A visual inspection of the returned smartsite, and the male luer of the returned syringe did not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055097 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the reported codan extension set was not returned for investigation, it was not possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 5 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter: "\a small number of 2000e-04 smartsite connectors have jammed up and disabled any fluid flow."